Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope experienced striations appear on the screen after connection and poor image visibility in both 2d and 3d. There were no reports of patient harm. The issue occurred during inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the 3d image has defects or is not displayed olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.